Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.8x19 mm graftmaster failed to cross to treat the perforation due to the anatomy. Another graftmaster covered stent was used to treat the perforation. No additional information was provided.